Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to placement difficulty. The lead was unable to fixate to ventricle without dislodging after multiple attempts. Additionally, the lead was examined outside the patient's body and was found out that the screw appeared crooked. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The dislodgment allegation was not confirmed as the lead tip appeared normal. The difficult-to-position and helix extension or retraction difficulty allegation was confirmed. The laboratory test showed helix mechanism was unsuccessful to operate most likely due to dried blood at base around the helix.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to placement difficulty. The lead was unable to fixate to ventricle without dislodging after multiple attempts. Additionally, the lead was examined outside the patient's body and was found out that the screw appeared crooked. The lead was never in service. No adverse patient effects reported.